Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Battery depletion was indicated/elective replacement indicator (eri), with an eri date (B)(6) 2013. Concomitant products 7122 competitor implantable tachy lead (B)(6) 2011, 1156t competitor implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the device only lasted about two years and did not meet expected longevity. It was noted that the left ventricular (lv) outputs were high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity.without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.